Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump had intermittently responsive keypad and buttons; when the buttons were pressed it takes a while for the insulin pump to despond. The customer's blood glucose was 74 mg/dl. The customer stated that due tot the keypad anomaly, the screen of the device would also lag. While on the phone, the customer was asked to check their blood glucose again, and it was 200 mg/dl, which the customer attributed to having eaten lunch. The customer stated that the device might have been exposed to moisture because the morning of the phone call they were wearing damp pants. The discontinuation of the device was advised. Nothing further was reported.